Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has alarmed motor error during prime and no delivery at night. The no delivery alarm was resolved by an infusion set change. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 365 mg/dl. Nothing further reported.